Manufacturer narrative:
The following fields have been updated with corrected information provided by customer: "multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9048609. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-04-08. Medical device lot #: 9048608 . Medical device expiration date:2024-02-29. Device manufacture date: 2019-04-09.

Event description:
It was reported that the seal integrity was poor with a bd syr 3ml 22ga 1-1/4in. This occurred on 9 separate occasions prior to use with batch # 9048609. The following information was provided by the initial reporter, translated from spanish to english: poorly sealed syringe.

Manufacturer narrative:
Investigation summary: one sample received for investigation. Upon observation, the packaging is broken with an exposed flange, causing loss of sterility. Possible root cause is the reasoning bar does not detect the wrongly positioned flange. Corrective action include, making adjustments to the reasoning bar to detect small edges outside the bubble. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that the seal integrity was poor with a bd syr 3ml 22ga 1-1/4in. This occurred on 9 separate occasions prior to use with batch # 9048609. The following information was provided by the initial reporter, translated from spanish to english: poorly sealed syringe.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9048609, medical device expiration date: 2024-02-29, device manufacture date: 2019-04-08, medical device lot #: 9196681, medical device expiration date: 2024-06-30, device manufacture date: 2019-08-23. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seal integrity was poor with a bd syr 3ml 22ga 1-1/4in. This occurred on 9 separate occasions prior to use with batch # 9048609. The following information was provided by the initial reporter, translated from spanish to english: poorly sealed syringe.